Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was not performed because the daughter did not have the insulin pump available at time of the call. Advise customer's daughter to call back to test the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.